Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The information that provided in section b5 with the initial report was missing. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4)2020. It was reported that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(4)2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic acidosis on an unknown date. The customer reported that the blood glucose meter was 480 mg/dl while when they checked in the hospital it was 600 mg/dl. The customer reported they performed self test and displacement test and both passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The device will be returned for analysis.